Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event; however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse inspected the instrument and replaced the buffer valves, electrodes, roller pump tubing, and buffer syringe which resolved the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results on their au5800 chemistry analyzer. There was no report of results reported out of the laboratory. There was no known change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer only provided initial results for two (2) patients.